Event description:
Postopertive diagnosis: patient underwent revision following a fall which led to a peri-prosthetic distal femur fracture with malunion. Femoral component and poly were replaced.

Manufacturer narrative:
Corrected data: device manufacture date. An event regarding periprosthetic fracture following a fall involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed because the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Postoperative diagnosis: patient underwent revision following a fall which led to a peri-prosthetic distal femur fracture with malunion. Femoral component and poly were replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No additional information was made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.